Event description:
A medtronic representative reported that a site navigation system ear, nose & throat (ent) software intermittently becomes unresponsive. The medtronic representative was unable to reproduce the reported issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Ent tools software upgraded. Medtronic representative could not replicate the reported behavior. No further issues have been reported.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.